Event description:
It was reported that during a procedure, the callus within the tulip of the matrix polyaxial screw was turning inter operatively. As a result, the surgeon was not able to fully seek the rod, and not able to fully engage the locking screw. The surgeon was able to complete the case by removing the screw and replacing it is with an alternate screw. There was a time delay of 15 minutes. The procedure was successfully completed with no patient injury. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was conducted. The report indicates the condition could result from product being lagged to bone where screw and sleeve lock together and when body is rotated to align with rod, the sleeve remains locked and the body rotates and becomes non-functional. There are no dimensions for this complaint other than raw material, collet raw material is unobtainable in its assembled condition. With visual rivets present and witness rotational lines on sleeve visible indicating proper assembly. A product development evaluation was conducted. The report indicates the design is adequate for its intended use and did not contribute to this complaint condition. This complaint could have been caused by the assembly being over torqued causing the inner collet deform or rotate. It is likely the result of the screw being lagged to bone or jammed against anatomy preventing polyaxial head movement. Correction: device was used for treatment, not diagnosis.

Event description:
It was reported that during a procedure, the callus within the tulip of the matrix polyaxial screw was turning intraoperatively. As a result, the surgeon was not able to fully seat the rod, and not able to fully engage the locking screw. The surgeon was able to complete the case by removing the screw and replacing it is with an alternate screw. There was a time delay of 15 minutes. The procedure was successfully completed with no patient injury. This is report 1 of 1 for complaint (B)(4).